Event description:
It is reported that during set-up of the device fr a cardiopulmonary bypass procedure, the cooler heater unit would not go into second speed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Unit is awaiting evaluation by the user facility's biomedical engineer (biomed).